Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed.

Event description:
Procedure performed: tiroidectomia. After surgery, the surgeon saw a hematoma in the patient, he was re-operated 50 minutes after the surgery. The patients now is ok. The surgeon isn't sure that the issue was motivated for our device. I was not in the surgery so the information was recollected after the fact. Additional information received from applied medical team member: the surgeons/nurses did not keep the devices, hence why they are not being sent back. There was no issue with the device during surgery, nor alarms or errors. Surgeon couldn't confirm if the hematoma came from a vessel that was sealed with the fine fusion. It was confirmed that at the end of the procedure there was no bleeding. The device during the procedure was cleaned with soaked gauze with saline. The vessels sealed, in the thyroid, typically are not bigger than 3mm in diameter but the surgeon could not tell exactly what size the vessels were. In both cases the this happened while the patient was still in the hospital. Patient status - no patient injury or illness occurred in association with the complaint event.

Manufacturer narrative:
Investigation summary: the event product was not returned for evaluation. Based on the complainant's description of the event and additional information received, it could not be determined if a device malfunction occurred. In the absence of the subject device, it is difficult to determine the root cause of the event. Although the root cause of the event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary.

Event description:
Additional information received from territory manager on 5 may 2017: the patient was not on any anticoagulant medication, nor did the patient exhibit any vascular pathology. Additional information received from territory manager on 9 may 2017: (B)(4) are two separate surgeries.